Event description:
Procedure: cholecystectomy. According to the reporter: the collection bag was detached from the instrument and a bag piece fell in the cavity and was retrieved. No tissue loss. No tissue damage. No extension of the incision. No blood loss greater than 500cc. No delay in surgical time over 30 minutes.

Manufacturer narrative:
(B)(4).